Event description:
Patient spontaneously called to report that yesterday before infusing, he was trying to wind up the freedom pump and he heard a noise as if a spring broke and the patient stated he could no longer wind the black dial. Patient did not set up yet, so no ig medication was wasted. Patient stated he has no adverse effects as a result of the delay in infusion due to pump not working. A new pump is being sent to the patient for him to use for infusion/ no. Serial # provided but pump return box was sent. Reported to (B)(6) by: patient/caregiver. Dose or amount frequency route: 12gm/60mls every week sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: deficiency of immunoglobulin.